Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer jumped into the pool while wearing his insulin pump. The patient's blood glucose at the time of incident was 46 mg/dl, which he declined troubleshooting for. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer mentioned a slight crack near the battery compartment. When the customer got out of the pool the insulin pump was alarming with button error; the keys were also unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, corroded keypad traces and corroded motor assembly was noted during our visual inspection. Unable to confirm button error alarm or perform functional testing due to blank display. The insulin pump had cracked case display window corners, minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.